Manufacturer narrative:
Exemption-e2013032total number of events summarized - 523ams apogee system - 30ams apogee system with pc coated intepro lite - 59ams elevate (not specified) - 14ams elevate anterior prolapse repair systemwith intepro lite - 154ams elevate pc anterior prolapse repair systemwith intepro lite - 1ams elevate posterior prolapse repair systemwith intepro lite - 105ams perigee system - 28ams perigee system with intepro - 115ams perigee system with pc coated intepro lite - 8unknown graft mesh - 9.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, recurrence and urinary problems. The device remains implanted. No further complications have been reported in relation to this event.